Event description:
This event was reported as this device was explanted due to a blood clot. The pt was prescribed anticoagulant therapy; however, the pt did not follow through with anticoagulant regimen. No further info was provided.